Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead kept slipping off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) male consumer purchased an oral-b rechargeable toothbrush, version unknown in (B)(6) 2015 and found that the oral-b brushhead, version unknown kept slipping off. He stated that he had used tape to keep it on, but got tired of doing that so purchased a new one. No symptoms developed. Other relevant history: medical history - tooth repair, periodontal disease, tremors. No further information was provided.